Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4024 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the device had premature battery depletion due to low impedance and high thresholds on the right ventricular (rv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.